Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver insulin as intended, and insulin was not delivered ¿fast enough¿ during bolus delivery. A system check was performed by tandem technical support and determined the pump functioned as intended. Despite findings, customer continued to allege that pump did not function as intended. Customer's blood glucose level was 350-386 mg/dl. Customer change pump supplies to address issue. Reportedly, the customer reverted to manual injections for insulin therapy.